Event description:
After approximately 18 years of successful use of their cochlear implant, this pt reported hearing "jingling and "buzzing" sounds at night. Pt does have a history of linnitus and a neuro-degenerative problem. Ultimately, it was concluded, however, that several electrodes were malfunctioning and explantation was their chosen results. Explantation/reimplantable surgery was successfully completed in 2005.